Event description:
Complainant alleged taht during a routine shift check by a clinician, the device powered up with no display. Complainant indicated that there was no patient involvement in the reported malfunction.